Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument flush tube was dislodged and was showing way past the proximal end of the instrument. Failure analysis investigation also found instrument main tube had deep scratches/gouges at the distal end with measurements of .087 x .047. It was concluded that the deep scratches on the main tube may have been due to mishandling. Failure analysis investigation also found scratches on the proximal end of the tube extension with measurements of .126 x .015. Failure analysis investigation also found the reinforcement ring part of the main tube sub-assembly contained some deep scratches with measurements of .021 x .150. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, deep scratches on the main tube found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that prior to starting a da vinci si procedure, the portion in which suction is inserted was fallen out of monopolar curved scissors instrument.